Event description:
It was reported that the pressure tubing disconnected from the z-site and an unknown amount of blood leakage occurred during use. There were no patient complications reported

Manufacturer narrative:
Our laboratory received one single dpt-vamp plus kit with IV set and pressure tubing for evaluation. Pressure tubing at the distal end of the kit was detached from the solvent bond joint with z-site. Indication of bonding solvent was visible at both the tubing and z-site bond areas. Tubing detachment occurred on patient side of the kit. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential factors and a supplemental will be forthcoming upon investigation results.